Event description:
Viral transport media (vtm) tubes that were provided by hhs fema for covid-19 testing to the (B)(6) public health laboratory ((B)(6) phl) failed sterility check quality control at our facility. All tubes that were not clear and pink are contaminated. After less than 24 hours of incubation, there was growth of two different bacterial organisms in these media. After 48 hours, there were three. We found stenotrophomonas maltophilia, pseudomonas fluorescens, and acinetobacter johnsonii growing in the media, which turned it yellow and some were turbid. Growth was on chocolate, tsa, and thioglycollate medias for all tubes that were not clear and pink. All pink and clear tubes were sterile. Nest vtm boxes we have are all from the same lot: lot #: 060620mb1, cat #: 202117. Expiration date: 05/2021. FDA safety report ID# (B)(4).